Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this issue for this part and lot number combination. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Per voluntary medwatch report: depuy pin inserted by surgeon for fracture right clavicle. Upon changing dressing, about 3 to 4 days later, the pin migrated from inside bone out and upwards poking outward on shoulder. Extreme pain and tenting. Removed by surgeon about nine days later, and replaced by plate and screws.